Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device and the device was explanted (date not reported). The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.